Event description:
Reporter alleged the needle from the soft touch lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Event description:
The lay user/patient contacted lfs alleging erratic readings on his one touch ultra meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that the erratic readings began on (B) (6) 2010. The patient had obtained the following readings: 89 mg/dl, 85 mg/dl, 122 mg/dl, 81 mg/dl, 89 mg/dl, 96 mg/dl, 105 mg/dl and 138 mg/dl less than 20 minutes from one another. Results are less than or equal to 20 mg/dl (1.11 mmol/l) or 20%. The patient had modified his diet based on the results. He then ate more food/drink after the allegedly erratic readings. Approximately 5 minutes later the patient developed symptoms of feeling shaky and fast heart beat. He tested his blood glucose and obtained a 65 mg/dl. The patient did not seek any medical attention or contact their physician for assistance, and he did not self-treat. The patient claims that the symptoms lasted for an hour. Product was replaced. The complaint is being reported since the patient alleged that the meter had been displaying erratic readings and approximately 5 minutes later he allegedly developed symptoms of a serious injury.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.